Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe coring occurred. There was no report of patient impact. The following information was provided by the initial reporter: on 2 different occasions this week, 2 different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref 305196: lot2299402). It was 2 different medications, vitamin b12 and solu-medrol.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 309657 and lot number 2005104. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Material #: 309657 batch #: 2005104. It was reported by the customer that 2 different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. It was 2 different medications, vitamin b12 and solu-medrol. Verbatim: rcc received the complaint via email. Email as attached. On 2 different occasions this week, 2 different medications that were drawn up have resulted in a piece of the medication vial plunger ending up in the syringe. We have used both a 3ml and 10ml empty syringe and have drawn them up with an 18g needle (ref 305196: lot2299402). It was 2 different medications, vitamin b12 and solu-medrol. Not sure if we want to look into any of the products we used or if any other departments have experienced this issue. It is a safety concern as these pieces are very small and if close attention is not paid the solution once drawn up, can be administered to the patient. The rn that drew up the medication is a very experienced rn and her technique of how she draws it up has not changed.